Manufacturer narrative:
G6: the correction indicates that combination product requires a 15 day report. Correction: b1, b2, d4 - model #, g6, h1, h6 (annex f). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Event description:
Additional information was received on 27aug2024. The wire guide was manipulated (pulling back and forth) within the needle but was not removed from the access needle. There was no difficulty advancing the wire guide into the patient. The patient did not have any significant anatomical differences/issues that would have made the advancement of the guide wire or chest tube difficult. The chest tube and wire were easily removed under fluoroscopy as one piece. There were no adverse effects to the patient when the chest tube and wire were removed.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: b1, b2, h6 (annex e & f), h1 additional information: b5, d9, h3 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: d9, h3. Investigation ¿ evaluation. It was reported that the guidewire included in the wayne pneumothorax tray unraveled and fragmented during placement of a chest tube in a patient of undisclosed gender and age with loculated pleural effusion. The medical staff placed a chest tube in the patient by using one of the wayne pneumothorax 14french kits from the ICU storeroom. After the chest tube was advanced into the pleural space, the guidewire would not withdraw. Despite applying significant pressure, the guidewire was unable to be removed. The wire showed signs of unraveling at the end, and the j tip was not visualized, making it unclear if there was fragmentation. Imaging, including chest x-ray and CT scans, confirmed the presence of approximately 10cm of residual wire within the chest tube. A small portion of wire was found to be extending outside the tube. The patient and their family were informed of device malfunction immediately. Despite the failure, the chest tube is functioning well with a low risk of further advancement of the guidewire into the chest space, allowing continued use of the chest tube. Before removing the chest tube, plans include securing the wire by clamping the entire chest tube with kelly clamps. This will ensure that the wire can be grabbed from the inside prior to removal. There is a possibility of local damage to the pleura and skin with the removal of this wire, which appears to be knotted/attached to the end of the chest tube. There were no adverse effects to the patient when the chest tube and wire were removed. Reviews of the documentation, quality control procedures, specifications and instructions for use (IFU) of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The DHR was unable to be completed, due to the lack of lot information from the complaint facility. Cook also reviewed product labeling: the product IFU, [c_t_waynemod_rev5] ¿wayne pneumothorax set for seldinger placement,¿ provides the following information to the user related to the reported failure mode: ¿instructions for use 3 - insert the introducer needle through the incision into the pleural cavity. 4 - when the needle tip enters the pleural cavity, introduce the flexible end of the wire guide into the needle 10-15 cm. 5 - remove the needle, leaving wire guide in place. 6 ¿ advance dilator over wire guide to achieve desired dilation. Remove dilator, be careful to maintain wire guide position. 7 ¿ attach plastic three-way stopcock to the catheter obturator. Fully straighten the curved catheter tip by advancing the catheter obturator. When fully advanced, attach the obturator to the catheter via the luer lock connection. 8 ¿ advance the catheter over the wire guide into the pleural cavity to the desired depth. Depth may be guided by the 2.5 cm markings on the catheter. The first mark begins 5 cm from the last sidehole. 9 ¿ remove the wire guide and catheter obturator.¿ evidence gathered upon review of dmr and device labeling (IFU), there is no indication the complaint device was manufactured out of specification. Cook did not identify any nonconforming material in house or in the field. Based on the information provided, no product returned, and the results of our investigation, cook concluded that the cause of event to be an unintended use error. It¿s possible the wire guide became caught of the end of the needle and the wire guide became damaged. Once the chest tube was advanced over the wire guide, the wire guide then became caught and was unable to be removed because of this damage. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3 - occupation: critical care director g4 ¿ PMA/510(k) #: exempt this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the guidewire included in the wayne pneumothorax tray unraveled and fragmented during placement of a chest tube in a patient of undisclosed gender and age with loculated pleural effusion. The medical staff placed a chest tube in the patient by using one of the wayne pneumothorax 14 french kits from the ICU storeroom. After the chest tube was advanced into the pleural space, the guidewire would not withdraw. Despite applying significant pressure, the guidewire was unable to be removed. The wire showed signs of unraveling at the end, and the j tip was not visualized, making it unclear if there was fragmentation. Imaging, including chest x-ray and CT scans, confirmed the presence of approximately 10cm of residual wire within the chest tube. A small portion of wire was found to be extending outside the tube. The patient and their family were informed of device malfunction immediately. Despite the failure, the chest tube is functioning well with a low risk of further advancement of the guidewire into the chest space, allowing continued use of the chest tube. Before removing the chest tube, plans include securing the wire by clamping the entire chest tube with kelly clamps. This will ensure that the wire can be grabbed from the inside prior to removal. There is a possibility of local damage to the pleura and skin with the removal of this wire, which appears to be knotted/attached to the end of the chest tube. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.